Event description:
An implant card was received indicating that the lead impedance with the new generator attached to the existing lead was within normal limits. The generator was received for analysis. Analysis of the generator was completed on (B)(4) 2014. Analysis showed the device was at ifi - yes. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Clinic notes dated (B)(6) 2014 note that the patient experienced no seizures in months until early (B)(6) 2013 when he had a number of partial and secondary gtc seizures without obvious triggers. It was noted that six months prior to the dictated notes the physician increased the patient's medications. It was noted that the patient continued to experience partial seizures for the next two weeks and has had no seizures in the past four weeks. The notes indicate that the generator was interrogated and the battery life showed less than twenty percent. It was noted that the patient would be referred for generator replacement. It is unknown whether or not the increase is above the patient's pre-vns baseline frequency. Attempts to obtain additional relevant information have been unsuccessful to date. The patient underwent generator replacement. The generator has not been returned to manufacturer for analysis.